Event description:
Caller reported a safe-t-pro plus device came apart, exposing the lancet, as nurse attempted to use it. No serious adverse event was reported. A request was made for the device.

Manufacturer narrative:
The event occurred in (B)(6).